Event description:
Received electronic report of a tubing separation from arterial sample port on patient side. For this event, this separation occurred at the onset of dialysis treatment. The reporter of this event was contacted for additional information. It was learned in 01/2006, that all connections were good, pump was started and the blood started to enter the circuit when a separation occurred on the arterial bloodline at the arterial sample site. The reporter of this event noted there was no bond. As a result of this event, this patient did have a 50 ml blood loss. The staff set up a new set of treatment lines and the treatment was able to be resumed. There were no further ill effects to this patient for the remainder of their treatment. The patient was discharged to home at the end of dialysis. A sample is available.